Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due noise, oversensing and a suspected fracture. A new ra lead was successfully placed. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No adverse patient effects were reported.